Manufacturer narrative:
Surgeon was implanting lumbar cage into the left side of l5-s1 and when striking the inserter with a mallet (4 times) the cage broke off of the inserter. Another device was implanted with no delay in surgery and not harm to patient.

Event description:
Surgeon was implanting lumbar cage into the left side of l5-s1 and when striking the inserter with a mallet (4 times) the cage broke off of the inserter.